Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noticed a broken haptic after the iol was inserted into the eye. Upon removal, a small tear in the desemet's membrane and iris prolapse occurred. The iris was repositioned and another iol was implanted. Additional information has been requested.